Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a stent retriever patient experienced a lesion affecting the right sylvian valley. Adverse event (ae) to system or procedure: passage of the retriever stent may cause a small subarachnoid hemorrhage. The ae was not related to the disease under study. The ae did not result from a device deficiency. The patient recovered/resolved on (B)(6) 2025. Patient details: mrs score 0 and nihss score available 9. A causal relationship to the study procedure. Additional information received reported that the patient¿s vessel tortuosity was unknown. Final post-procedure mtici score unknown; post-procedure 24h nihss 11 and outcome of the event was recovered/resolved. No hospitalization, no treatment, no actions taken. Causality assessment provided as: not related to procedure, not related to the devices, not related to disease under study and not related to underlying condition or disease. The rationale for the relationship to system or procedure: passage of the retriver stent may cause a small subarachnoid hemorrhage, classic additional information was received reporting that the subject underwent mechanical thrombectomy for treatment of an ischemic stroke on (B)(6) 2025. During clot retrieval, distal embolization within the same territory occurred. This event is assessed as related to the study procedure and react. The site has been queried to enter an adverse event. The access vessel was the femoral artery. Patient status is alive with injury; details include that the subject had a subarachnoid hemorrhage after their mechanical thrombectomy procedure. Patient medical history includes former smoker. The location of proximal face of clot 1 was tandem aci r - acm m1 r. Pre-procedure mtici score was 0. Final post-procedure mtici score was 2b. This event is causal to the study procedure and react aspiration catheter. Ancillary devices include a merci 9f x 80cm balloon guide catheter, trevo 6x30 stent retriever. Additional information received reported distal embolization is resolving. Percutaneous intervention was done. The event had a causal relationship with the procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the tandem lesion is an area of stenosis causing occlusion located within the cervical internal carotid artery that's associated with the formation of the index clot. Tandem means two blockage occur together on the same side of the brain and are often related; tandem aci r - acm m1 r. Tandem lesion was present prior to the procedure due to underlying medical history. Causality assessment provided as: causal relations hip to procedure; possible related to device (react aspiration catheter); not related to other devices; not related to disease under study nor to underlying condition or disease; the rationale for the relationship to procedure: distal thrombus migration during aspiration or stent retriever deployment/removal. Trevo 6x30 was used during the procedure in both passes #1,2.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the floating thrombus visible on the 24h post-op images, is a thrombus that migrated during the index procedure. This thrombus migrated distally, creating the reported small distal embolism.

Event description:
Additional information received reported the event resolved on 2025-mar-24.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported diagnostic images 18-mar-2025 showed stable ischemia.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: coding updated to reflect new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the subject was treated for a right middle cerebral artery (mca) stroke on (B)(6) 2025. During the procedure a tandem lesion was identified that required angioplasty and carotid stenting. On follow up imaging (B)(6) 2025, a floating thrombus was seen on imaging obtained (B)(6) 2025 proximal to the newly place stent. The subject was continuing antiplatelet therapy. The finding is being reported as a possible study procedure related adverse event. The hospital has been asked to report the finding as an adverse event to collect additional information. Additional information was received reporting the event of distal embolization within the same territory was causal to the study procedure. Actions taken to resolve the embolization included an additional pass was performed to retrieve the clot. There were no additional symptoms reported due to the embolization.

Event description:
Additional information received reported floating thrombus on the external carotid artery after cas stent placement. Rationale for r elating adverse event to system or procedure: carotid bifurcation atheroma. Site updated to vascular occlusion, required percutaneous intervention.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.